Event description:
Update 21 july 2015: updating hip side to left hip and adding manufacture and expiry dates for products. Also updating to bi-lateral. For right hip details see (B)(4). Updating file handler details. Taken from query 1 reply (B)(4) 2015 and claimsuite update (B)(4) 2015.

Event description:
Asr revision. Right. Asr resurfacing. Reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed.